Event description:
The customer reported to olympus during preparation for use for an unspecified procedure their evis exera iii video system center has bent pins where the camera connects. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirm due to defective scope socket connector. It was also noted the printed circuit boards need to be replaced, and the software (sw) needs to be upgraded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective scope socket connector/bent video connector pins could not be identified. Olympus will continue to monitor field performance for this device.